Manufacturer narrative:
The initial MDR 2432235-2015-00558 was filed on december 4, 2015. Corrected information (12/07/2015): it was incorrectly noted that the sample was repeated on an alternate instrument. The sample was repeated on the same instrument.

Event description:
The sample was repeated on the same instrument.

Manufacturer narrative:
A siemens technical application specialist (tas) was at the customer site. Tas performed a correlation study between the (B)(6) methods. The tas obtained a (B)(6) result on patient sample (B)(6) which was initially reported out as (B)(6). The cause of the discordant, (B)(6)result is unknown. Siemens is investigating this issue.

Event description:
A discordant, (B)(6) surface antigen ((B)(6)) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument four times, all resulting (B)(6). The sample was confirmed as (B)(6) with an alternate method. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2015-00558 was filed on december 04, 2015. Supplemental MDR 2432235-2015-00558_s1 was filed on december 17, 2015. Additional information (12/02/2015): additional troubleshooting was not performed for this incident. The technical applications specialist stated that pre-analytical factors cannot be ruled out. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The cause of the discordant, false negative hbsag result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.